Manufacturer narrative:
On (B)(4) 2015 the field service engineer (fse) found a leak at the probe wipe and unstable vacuum. The probe wipe was replaced but the leaking continued. Pinched tubing was discovered in valve lv8. The tubing was replaced and no further leaking was observed at the probe wipe. The vacuum became steady after the repair. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained diluent leak of a few mls from the probe wipe inside the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.